Event description:
This case qualifies as a complaint because the fracture treatment was not effective, resulting in a non-union requiring a second surgery. Two surgeries were required for treatment of a femur fracture of the right leg. The first surgery took place on (B)(6) 2014, the second on (B)(6) 3014. A follow up exam with x-rays on (B)(6) 2014 revealed that one of the four interlocking screws had loosened, the fracture was not well united and was infected. The surgeon correctly reported all relevant case data but did not include any explanatory comments thus none are included here. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practice for sign im nailing surgery is included in the sign technique manual. No one can predict a non-union or a failure. Therefore no corrective action is indicated or help prevent this type of situation from happening again.